Manufacturer narrative:
Additional information: d1, d2, d4 (model#, catalog#), g3, g4 (510k), h3, h5, h6, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual <(>&<)> functional evaluation found no notable condition related to reported condition. It was reported that the instrument was locked on tissue and difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n4k1897y); sigphandle, sig power sigphandle handle, (serial #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device's reload did not function properly, and the articulation joint of the reload broke. As a result, the reload could not be removed, necessitating the resection of the articulation and reload. The patient had thick rectum tissue, which initially caused the power handle to report the tissue as too thick, but after repositioning, this issue was not reported again. Suturing was performed as a staple line replacement. The patient experienced extended hospitalization for 3-5 days and an extended surgical time of 3-5 hours.

Manufacturer narrative:
Correction: b5, d1, d3 (MFR name, street1, MFR city), d4, g4 (510k), h4, h5, h6, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation d etected an unreported condition: there was damage to the firing rod. Visual inspection noted that the blue unload switch could only be partially depressed. The adapter was connected to the adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 37 of 50 procedures remaining. The returned adapter and reload were connected to an rpa handle running v29.7. After three connections and disconnections, the firing rod was noted to become disconnected from the reload laminates. The reload could now be unloaded and there was notable damage to the tip of the adapter firing rod. The adapter was able to calibrate correctly. An representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The most likely cause could not be established from the information available. Another unreported condition was identified: there was firing rod not in home position and articulation mechanism not in home position. The most likely cause for the additional condition is traced to non-device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This report was initially reported under MFR. Report# 1219930-2025-03070. Any new information received will be reported under MFR report# 1219930-2025-00529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device's reload did not function properly, and the articulation joint of the reload broke. As a result, the reload could not be removed, necessitating the resection of the articulation and reload. The patient had thick rectum tissue, which initially caused the power handle to report the tissue as too thick, but after repositioning, this issue was not reported again. Suturing was performed as a staple line replacement. The patient experienced extended hospitalization for 3-5 days and an extended surgical time of 3-5 hours.